Event description:
Legal papars claim poly wear caused osteolysis and loosening of the unknown knee devices. Subsequent evaluation at a biomechanics laboratory revealed a fracture of the femoral component caused the damage to the poly insert. They further claim the revision surgery resulted in a pulmonary embolism requiring medical expenses anticipated to continue in the future.